Event description:
On 08/01/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: surgeon saw the protective white coating of syncroseal device become separated from instrument. It was reported that during a da vinci-assisted hiatal hernia surgical procedure, surgeon saw the protective white coating of syncroseal device become separated from instrument. The procedure was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the syncroseal instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.